Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Troubleshooting was done with technical support. The customer was instructed to power off cv-190/clv-190, remove scope clean contacts on scope with an alcohol prep pad, allow to dry completely. The customer confirmed the issue was resolved; an image appeared without the error. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b30 is displayed due to a poor connection with the scope affected by dirt and foreign objects on the scope connector contact part. The event can be prevented by following the instructions for use which state: 7.1 care if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely. 7.2 storage store the equipment at room temperature in the horizontal position in a clean, dry, and stable location. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had a b30 scope communication error. It is unspecified when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.